Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. An extrinsic breach/cut was not observed on the proximal segment that was returned. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lost consciousness due to ventricular fibrillation (vf) and the implantable cardioverter defibrillator (ICD) delivered a defibrillation shock(s). A device check was performed by the medical engineer at the hospital, and device reset status was confirmed. The device was explanted and replaced. During the device replacement, blood inflow was confirmed when the is-1 pin of the cut right ventricular (rv) lead was checked. A new rv lead was implanted. No further patient complications have been reported as a result of this event.